Event description:
It was reported to philips that the device's battery does not charge. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse determined that the equipment cannot be repaired due to lack of material due to its end of support (eos) status. Eos letter sent to the customer. The fse is unable to repair the device. The customer was advised that the unit is at end of life. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device was 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's battery does not charge. There was no patient involvement.